Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had been admitted to the hospital for pneumonia recently and was discharged after two days. The patient then presented to the hospital again in cardiogenic shock, fluid overloaded with complaints of shortness of breath, in atrial fibrillation with rapid ventricular response, with an atrial thrombus and a severely reduced ejection fraction of 10%. The patient was taken to the cardiac catheterization laboratory and was noted to be hypotensive with an elevated pulmonary wedge pressure of 40 mmhg. The decision was made to place an impella cp for mechanical support. On day 2 of support, it was reported that the patient experienced hemolysis due to a malposition of the pump that occurred overnight. The pump was repositioned to resolve the hemolysis. It was also noted that the patient was somewhat hemodynamically stable and had stabilized overnight. However, due to worsening laboratory results, sub-optimal cardiac output and cardiac index, and decreased urine output, the decision was made to escalate the patient to an impella 5.5. The patient was successfully escalated to the impella 5.5 and the impella cp was explanted. The patient was noted to have been hemodynamically stable post impella 5.5 support, vasopressors were weaned as tolerated, and continuous renal replacement therapy was to be started. The impella 5.5 device was explanted successfully after weaning following 10 days of support with no reported complications. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 medical device problem code patient device interaction problem was not included in the initial MDR and is now correctly added. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> no product was returned. Cardiac failure, acute kidney failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was most likely use issue related since pump position was deep and left in ventricle for a while and later repositioning resolved positioning and hemolysis. It was observed that there was some patient agitation or something which led to pump position being deep. And they were looking for knee immobilizer to stop any patient movements. Hemolysis: patient had hemolysis. After review of logs, multiple impella in ventricle alarms were observed. No suction alarms or motor current alarms were observed. The cause of hemolysis was most likely use issue related since hemolysis was resolved by repositioning of pump per clinical. Device history lot ==> device lot: 584113 device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.